Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was revived by the paramedics after he was found in the bath tub with a blood glucose reading of 38 mg/dl. The customer stated that there was an eight unit bolus found in the bolus history. The customer didn't have the insulin pump with him at the time of the call. No troubleshooting was performed.